Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch was realigned to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes. There was no patient involvement.